Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay pt contacted lifescan (lfs) alleging that he was unable to code his one touch ultra meter. The complaint was classified based on the customer care advocate's (cca) documentation. The product issue first occurred the morning of august 6, 2007. As a result of not being able to code the meter, the pt reported taking increased dosage of diabetes medication; he took 14 units of lantus insulin. The pt denied having symptoms before, during, or after the product issue began. On one day earlier, the pt went to his doctor because he could not code the reported meter. A result of 525 was obtained on the doctor's/clinic's meter. The pt was treated with insulin; the type and dose was not provided. The cca walked the pt through resolving the meter calibration code issue. The meter, test strips, and control solution were replaced. The complaint is reported because the pt alleges he was unable to code the lfs meter. The pt claims a hyperglycemic result of 525 was obtained on the doctor's meter, and the pt was treated with insulin.